Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the temperature was not displayed on the cardioplegia monitor. The device was not changed out, as there were other ways to monitor through other equipment in the room. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) will be making the repairs. This complaint is related to MDR #1828100-2014-00723.